Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Since the customer did not have the charger to reset the pump, no additional actions were taken at that time to rectify the situation. Technical support was able to assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.